Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was exhibiting high shock impedances greater than 170 ohms, for some time. Pacing impedances were stable. The shock vector was changed to lead to can and the impedances changed to greater than 200 ohms. The last shock that was delivered was at implant and impedance was 38 ohms. Further troubleshooting was recommended; however the results were not available. No adverse patient effects were reported.